Manufacturer narrative:
Concomitant medical products: product ID:3387-40, lot# 0202713807, implanted: (B)(6) 2010, product type:lead. Product ID:37612, serial#(B)(4), implanted: (B)(6) 2020, product type:implantable neurostimulator. Product ID :3387-40, lot# v007376, implanted: (B)(6) 2006, product type: lead. Product ID:3387-40 ,lot# j0454977v, implanted: (B)(6) 2006, product type:lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #:(B)(4), ubd: 10-nov-2013, UDI#: (B)(4), product ID: 3387-40, serial/lot #: v007376, ubd: 16-may-2010, UDI#:(B)(4); product ID: 3387-40, serial/lot #:(B)(4), ubd: 18-nov-2008, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a high electrode impedance on the left side system. No therapy received. Factors that may have led to the issue include dystonia of the head. Intra-op testing revealed this was traced to a problem with the left brain lead. No interventions were taken at this stage. The issue is not yet resolved.